Event description:
It was reported that during a da vinci si myomectomy procedure, the insulation of the monopolar cautery instrument shaft got damaged. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The monopolar cautery instrument was returned and evaluated. Failure analysis investigation found that instrument main tube had scratches and some of the insulation material was removed. The scratches measured approximately .054 - .401 in length. No other damage was observed. The customer reported complaint does not itself constitute a reportable event; however, the reported main tube insulation damage, if to reoccur could cause or contribute to an adverse event.